Event description:
The user facility reports the seal on the bag is not open. No pt contact was reported. 07/2002 an add'l request was received from the FDA for a voluntary report submitted from the reporting facility on may/2002. The reporting facility indicated that a neuro critical care registered nurse attempted to flush exterior ventricular drainage system prior to physician placing the ventriculostomy in the pt. The nurse was unable to flush system away from the buritrol. The system occluded at port nearest to pt. This was noticed prior to applying to pt. 07/2002 telephone call placed to user facility to confirm that the info provided on 04/2002 was the same info as described to the FDA in the voluntary report. The nurse confirmed this was correct.